Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils extended into her cavity of the uterus/essure devices visualized and could be seen with in the uterine cavity/coil from the essure from the right side in to the cavity') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, anxiety disorder, depression, overweight, oligomenorrhea, depression, sinusitis, runny nose, cough, sinus pressure, headache, low grade fever, chest heaviness, hypothyroidism, amenorrhea, thyroid disorder, breast cancer and tonsillectomy. Previously administered products included for an unreported indication: zoloft and oral contraceptives nos. Concurrent conditions included obsessive-compulsive disorder, hypersomnia, tremor, postpartum depression, eustachian tube dysfunction, earache, urine analysis abnormal, gastroesophageal reflux disease, vitamin d deficiency, inability to lose weight, malaise, arthralgia, swelling nos, diarrhea, heat sensitivity, palpitations, mydriasis, otitis media acute, flu, chest pain, urinary urgency, urinary incontinence, hyperlipidemia, heart murmur and adenoidectomy. The patient also had a family history of thyroid disorder and breast cancer. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen), fluoxetine, levothyroxine sodium (synthroid), liothyronine, thyroid (armour thyroid) and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced micturition urgency ("urinary urgency") and was found to have urine analysis abnormal ("abnormal urine analysis"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal pain ("abdomen pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypothyroidism ("hypothyroidism") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam, bupropion hydrochloride (wellbutrin), bupropion hydrochloride;naltrexone hydrochloride (contrave), desvenlafaxine succinate (pristiq), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)/d&c hysteroscopy removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, hypothyroidism, nausea, fatigue, depression, micturition urgency, urine analysis abnormal, hormone level abnormal and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage, anxiety and back pain had resolved and the dysmenorrhoea, weight increased and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, hormone level abnormal, hypothyroidism, menorrhagia, micturition urgency, nausea, pelvic pain, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia cannulated with essure device and essure placed without complication with 5-6 coils visible. Left ostia cannulated and essure placed in standard fashion with 5-6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Nuclear magnetic resonance imaging brain: on (B)(6) 2017: unremarkable MRI brain without contrast.2. Mild mucosal thickening in the ethmoidal air cells. Small mucous cyst in the left sphenoid sinus. Ultrasound thyroid: on (B)(6) 2017: normal thyroid ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : depression, anxiety, weight gain, fatigue concerning the injuries reported in this case, the following ones were described in patient¿s medical records : essure coils extended into her cavity of the uterus/essure devices visualized and could be seen with in the uterine cavity/coil from the essure from the right side in to the cavity quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils extended into her cavity of the uterus/essure devices visualized and could be seen with in the uterine cavity/coil from the essure from the right side in to the cavity') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, anxiety disorder, depression, overweight, oligomenorrhea, depression, sinusitis, runny nose, cough, sinus pressure, headache, low grade fever, chest heaviness, hypothyroidism, amenorrhea, thyroid disorder, breast cancer and tonsillectomy. Previously administered products included for an unreported indication: zoloft and oral contraceptives nos. Concurrent conditions included obsessive-compulsive disorder, hypersomnia, tremor, postpartum depression, eustachian tube dysfunction, earache, urine analysis abnormal, gastroesophageal reflux disease, vitamin d deficiency, inability to lose weight, malaise, arthralgia, swelling nos, diarrhea, heat sensitivity, palpitations, mydriasis, otitis media acute, flu, chest pain, urinary urgency, urinary incontinence, hyperlipidemia, heart murmur and adenoidectomy. The patient also had a family history of thyroid disorder and breast cancer. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen), fluoxetine, levothyroxine sodium (synthroid), liothyronine, thyroid (armour thyroid) and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced micturition urgency ("urinary urgency") and was found to have urine analysis abnormal ("abnormal urine analysis"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced abdominal pain ("abdomen pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypothyroidism ("hypothyroidism") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with alprazolam, bupropion hydrochloride (wellbutrin), bupropion hydrochloride; naltrexone hydrochloride (contrave), desvenlafaxine succinate (pristiq), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)/d&c hysteroscopy removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, hypothyroidism, nausea, fatigue, depression, micturition urgency, urine analysis abnormal, hormone level abnormal and abdominal pain outcome was unknown, the menorrhagia, vaginal haemorrhage, anxiety and back pain had resolved and the dysmenorrhoea, weight increased and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fatigue, hormone level abnormal, hypothyroidism, menorrhagia, micturition urgency, nausea, pelvic pain, urine analysis abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia cannulated with essure device and essure placed without complication with 5-6 coils visible. Left ostia cannulated and essure placed in standard fashion with 5-6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Nuclear magnetic resonance imaging brain - on (B)(6) 2017: unremarkable MRI brain without contrast.2. Mild mucosal thickening in the ethmoidal air cells. Small mucous cyst in the left sphenoid sinus. Ultrasound thyroid - on (B)(6) 2017: normal thyroid ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, weight gain, fatigue concerning the injuries reported in this case, the following ones were described in patient¿s medical records : essure coils extended into her cavity of the uterus/essure devices visualized and could be seen with in the uterine cavity/coil from the essure from the right side in to the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Event injury was updated to pain. Case become incident reporter information were added. Date of insertion were updated. Date of removal were added. Medical history, concomitant drug, historical drug and lab data were added. Event: abnormal bleeding (vaginal), menorrhagia, hypothyroidism, nausea, dysmenorrhea (cramping), fatigue, weight gain, hair loss, anxiety, depression, urinary urgency, abnormal urine analysis, hormonal changes, abdomen pain, lower back pain, essure coils extended into her cavity of the uterus/essure devices visualized and could be seen with in the uterine cavity/coil from the essure from the right side in to the cavity were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.